Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage was found on the keypads, motor, vibrator or electronic assembly during our visual inspection. The insulin pump had corroded battery tube, minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery compartment is corroded. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer's doctor indicated that the pump battery compartment was defective. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.